Event description:
It was reported the patient's system was explanted because her ipg was unable to be recharged. The patient alleged the event happened approximately one year ago. No further information is available at this time.

Manufacturer narrative:
Correction # 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.